Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). Found moisture in the expiratory circuit. Cleaned out the moisture and tested. Hospital wants a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Moisture in the expiratory circuit was removed to resolve the issue.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.